Event description:
The pt called lifescan and alleged that their meter would only prompt an apply sample message. The pt stated that their testing technique was correct and was applying adequate amounts of blood. One day pt attempted to test on their meter while experiencing symptoms of coughing, body aches, and not feeling good. These symptoms are not typical of high or low blood sugar. Pt visted their physician to test their blood sugar. No results were provided. It is not clear how long the pt was unable to test on their meter. The issue was not resolved with troubleshooting. A replacement meter has been sent to the pt.